Event description:
It was reported that the flow rate was too fast. The pump infused in 15 hours instead of 24 hours. Patient experienced tiredness, high temperature (39 degrees celsius), pain at the joint (elbow and wrist). Fill volume 230 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device has been received and is in the process of being tested. I-flow will submit a follow-up report upon completion of the complaint investigation. Information gathered during the investigation revealed that the pump was underfilled. The nominal fill volume for this pump is 270ml, but was filled to 230ml. The calculated delivery time for a 230ml fill volume would be approximately 22 hours, not 24 hours. The flow rate is also dependent upon the time of start of infusion, the diluent, temperature of pump, and the back pressure. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history showed no other complaints for the reported lot.